Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump. The customer reported blood glucose value of 55 mg/dl. The customer reported hypoglycemia, had an emergency room visit and treated with glucagon. The event involved product(s) mmt-396a, mmt-1884, mmt-7040a, mmt-332a. Troubleshooting was performed and found the damage on belt clip rail and battery compartment. Damage was affecting the pump functionality. Troubleshooting was unable to perform for hypoglycemia due to customer declined it. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-396a, mmt-7040a, mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. No cracked/broken/missing belt clip rails noted. The pump was received with a cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the corner of the belt clip rail, peeling/faded serial number label, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button, stained keypad overlay and a missing reservoir tube o-ring. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 16-jun-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 16-jun-2025 in the pump history file and found 1 lowbatteryalert (104) (B)(6) 2025 at 07:24:00.000 and 2 pump error 23 on (B)(6) 2025. Low battery alert was expected due to the customer's battery in the pump is low on power. Pump error 23 was expected due to the battery removed for more than 10 minutes and the pump reset. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Damage- belt clip damage or missing not confirmed. Damage- cracked case battery tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.